Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer had power error detected on insulin pump. The customer¿s blood glucose level was 5.4 mmol/l. Troubleshoot was performed for power error detected. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump trace download analysis confirmed the pump alarmed power error 25. The power management tool confirmed power error 25 was triggered when the backup battery unloaded voltage was less than 3.7 volts for two hundred and forty consecutive minutes due to non-sleep anomaly software error.